Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on jun 29, 2020. Lot number no is possible confirm. Visual analysis of the photographs identified: wear abrasion, crease fold, yellow particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side ¿deflation.¿ the device has been explanted.